Event description:
Nicu mom was using the hospital grade symphony pump. She screamed and pulled the pump away from her right breast. She stated that the pump jumped to a higher suction and "ripped" her nipple. Nicu lactation consultant (lc) was present and exchanged pump for a different one from mnb. Lc tested the pump against her own skin and stated that it is more intense than it should be, again on the initiation mode at the lower setting. I went back in to assist with another pump session and mom was tearful stating that her nipple was still painful and she was not able to pump. I worked with her hand expressing each breast allowing her to rest and heal her breast for the next several sessions, resuming pumping the next day in necessary. I brought the pump to our lc office and observed a session. The suction felt typical to me but around 4 min it shut of with a system error display.